Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 800 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 7 days later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.